Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a curette in a balloon kyphoplasty (bkp) for a vertebral compression fracture at t11. It was reported that during the procedure, the surgeon encountered very hard bone. She attempted to inflate the balloons, but they had an abnormal inflation shape as well as very high balloon pressures. She removed the balloons and inserted a curette engaged at 90°. She gave it one turn and it immediately broke at the tip. She removed it and it was obviously broken along the end of the metal shaft, but the tip remained attached via the tether. They retrieved a new curette and had no issues using that one. The rest of the procedure continued as expected. There were no patient symptoms or complications as a result of this event. There was no a delay in overall procedure time, no in-patient hospitalization or prolongation of existing hospitalization necessary, and no treatment or additional surgery performed as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.